Event description:
A report was received that a patient was experiencing difficulty charging and communicating. After attempts at troubleshooting were unsuccessful, the patient saw his physician for evaluation. The decision was made to replace the patient's ipg. The patient underwent a revision to replace the implant and is reportedly doing well.

Manufacturer narrative:
The device evaluation indicated that the ipg passed visual, electrical, photographic and performance tests. Further testing of the device found no anomaly. The device exhibits normal characteristics. The complaint could not be verified. This is the final report.